Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the device. A surgical procedure was performed during which a break in the tubing from the pump to one of the cylinders was identified, causing a fluid loss in the system; therefore, the reservoir and the tubing were removed and replaced. No patient complications were reported.